Event description:
It was reported when using the bd pyxis medstation system, one patient was not crossing over ccu station which prevented the user from dispensing meds for the patient. The customer stated that there was a delay in patient care, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, e2, e3, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not admitted into a unit that was associated with the ccu station. The technical support specialist resolved the issue by giving guidance for populating the patient on the ccu station. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
Corrected MFR report number. Submitted the MDR 2016493-2025-00067 on jan 09, 2025, because we already attempted to submit the same MDR 2016493-2025-00067 on jan 02, 2025, for which ack1 (66328822.19.1735821610351@hcl01-l-cjwt6d3.bdx.com) was successful but ack3 (ci1735821612970.17686661@fdsahl86ceb43e_te2) failed due to duplicate MFR report number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the configuration issue. A technical support specialist troubleshooted that patient was not admitted into a unit that is associated with the ccu station. The issue was resolved by giving the guidance to populate the patient on the ccu station. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, one patient was not crossing over ccu station which prevented the user from dispensing meds for the patient. The customer stated that there was a delay in patient care, but no patient harm reported. There were no adverse events or injuries reported based on this event.